Event description:
It was reported the device was used during a gastrectomy (sub-total) procedure. It was reported by the affiliate that the surgeon could not fire the device (knob could not be moved). A new device was used to complete case. There was no pt consequence.

Manufacturer narrative:
Device returned with no lot ID. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, ab-disengaged; cartridge batch number: a-k46h72 b-k469; cartridge position: ab-loaded; drivers present in cartridge, a-prox 7 on right 5; firing knob position: back/partial, ab-back; gapspace pin condition, ab-good; hook latch position: open/closed, ab-closed; instrument halves: joined/separate, ab-joined; knife condition: ab-good; staples present? Formed/unformed, a-in down drivers and swing tab position: locked/unlock, ab-locked. Functional tests & results: instrument safety lockout properly, ab-yes; staples fire properly, ab-yes and staples form properly, ab-yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that an inadvertent movement of the firing knob may have contributed to the reported incident on one of the returned instruments. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock-out if any staples have been fired from the cartridge. The other instrument was fired with a reload cartridge and fired and formed all the staples as designed with no difficulties noted. The force to fire the instruments was tested and both were found to be conforming with respect to mfg requirements. The mfg engineer has been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.